Manufacturer narrative:
The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, a review of the pacemaker's memory found true atrial tachycardia episodes where there was noise noted on the right ventricular (rv) lead that was occasionally being oversensed and leading to short periods of pacing inhibition. The noise could be reproduced by having the patient perform isometrics; however, it was infrequent and the amplitudes of the induced noise was not large enough to be sensed by the pacemaker. The r-wave amplitudes are above 12.0 mvolts so the sensitivity was changed from 2.5 mvolts to 5 mvolts. No adverse patient effects were reported.